Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported st elevation, pulseless electrical activity, arrhythmia, and a suspected air embolism occurred. An intellamap orion¿ mapping catheter was selected for use. The insertion sleeve was placed over the electrodes while submerged in saline, and the orion was inspected for bubbles. A pressure bag was used to continuously irrigate the orion, and the system was purged of bubbles. A 6.0f short sheath, 5.0f short sheath, and an 8.5f long sheath were used during the procedure. Access was obtained via femoral veins. A transseptal puncture was performed under guidance of fluoroscopy and intracardiac echocardiography (ice). The orion was used to create a map of the left atrium. Once mapping was complete, the orion was removed and another manufacturer¿s irrigated ablation catheter was introduced. During positioning of the ablation catheter, prior to ablation, st elevation was noted. Low blood pressure, ventricular fibrillation, and pulseless electrical activity also occurred. A surface echocardiography was performed, compressions were administered, and the patient recovered. The procedure was completed using the same catheter after ensuring heart function was normal. The cause of the event was not known but, because of the transient st elevation and patient recovery, was suspected to have been an air embolism. It was noted the ablation catheter was irrigated and a bubble may have been introduced into the system, though it was unclear which catheter may have caused the event. At the time of the event, the orion had been inserted into and out of the patient one time.